Event description:
It was reported by the customer that a pyxis anesthesia es system keyboard was not typing the correct letters. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by keyboard failure. A field service engineer replaced keyboard and adjusted speed and duplex of ethernet settings to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.